Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out on the second day of use. It was mentioned that a rupture or tear was found on the catheter balloon.

Event description:
It was reported that the foley catheter fell out on the second day of use. It was mentioned that a rupture or tear was found on the catheter balloon. Per additional information via email from ibc on (B)(6) 2022, it was confirmed that urine leakage occurred at the nipple area. They observed a tear due to that urine leakage occurred. Per additional information via email from ibc on (B)(6)2022, per updated information, the event was not catheter fell out but urine leakage.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.